Event description:
Procedure: tep totally extraperitoneal. According to the reporter: the nurse carefully opened the package and found that the balloon was damaged before assembly ((B)(4)). There was no unanticipated tissue loss, no unanticipated extension of the incision by more than one inch, no unanticipated blood loss of 500 ccs or more, surgical time was not delayed by more than 30 minutes due to the product problem, no device fragment or component fell into the pt's cavity, no device fragment was left in the pt.

Manufacturer narrative:
(B)(4).